Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, while pulling out a 6f exoseal vascular closure device (vcd) from the artery after a successful deployment, the physician noted that the wire which is part of the device did not come out and remained inside the artery. After taking out the handle of the vcd with the sheath, he noted a 4cm wire popping out of the body so he pulled it out gently, and no force was used. The patient had no bleeding or pain. The physician was using a 6f 10cm non-cordis sheath. No harm or any damage was caused to the patient which remains good and healthy. The physician is well experienced using the vcd for many procedures by now. The device was used in a diagnostic procedure using an antegrade approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be about 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved by using the vcd. There was no visual damage to the indicator wire prior to use. No excess force was used during removal of the device. The part of the wire will be returned for examination, however the remainder of the device was previously discarded by the nurse.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing/review. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, while pulling out a 6f exoseal vascular closure device (vcd) from the artery after a successful deployment, the physician noted that the wire, which is part of the device, did not come out and remained inside the artery. After taking out the handle of the vcd with the sheath, he noted a 4cm wire popping out of the body so he pulled it out gently, and no force was used. The patient had no bleeding or pain. The physician was using a 6f 10cm non-cordis sheath. No harm or any damage was caused to the patient which remains good and healthy. The physician was well experienced using the vcd for many procedures by now. The device was used in a diagnostic procedure using an antegrade approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be about 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Hemostasis was achieved by using the vcd. There was no visual damage to the indicator wire prior to use. No excess force was used during removal of the device. The part of the wire will be returned for examination; however, the remainder of the device was previously discarded by the nurse. A non-sterile part of the wire of product ¿vascular closure device 6f¿ was received for investigation. The vascular closure device 6f product was not received for evaluation. Per visual analysis, no anomalies were noted in the part of wire received. No other anomalies were observed during the analysis. Functional analysis could not be performed since the device was not received complete. Per microscopic analysis, visual inspection at high magnification showed that no damages were observed at the distal part of the wire. In addition, the product engineering team (pet) reviewed the returned component. By visual analysis, it was observed that the indicator wire (iw) was received separated from the vcd with no other vcd components, and it was also observed that the iw had no adhesive presence, and the correct iw length was verified with no evidence of any iw damage or cut. The reported event of ¿indicator wire-separated¿ was confirmed through analysis of the returned device. However, the exact cause of the issue experienced could not be conclusively determined during analysis, especially since the rest of the exoseal product was not received for review. Based on the information available for review and component received, it is not possible to determine what factors may have contributed to the issue experienced by the customer. In addition, the condition was reviewed by the product engineering team (pet) after the analysis of the involved unit. The iw is assembled/bonded (adhesive) to the iw end, and this assembly is assembled in the iw rack to allow movement of the lens indicator (indicator window) to indicate the correct plug position. During operations, the lens indication adjustments and final inspection of the iw-iw end union is verified 100% since the iw is deployed and retracted as part of the functional tests performed to all vcds manufactured. The lack of adhesive on the received iw was not necessarily conclusive because it is observed that during the pull strength made in the monitoring of each manufactured lot, when the iw is separated in the joint, adhesive residue did not remain on the iw in all cases. Normally the presence of adhesive is kept in the iw end when the iw is separated from iw end. If there was any residue left on the iw, it is easy to remove them since the iw surface is more slippery than the iw end surface, in which there are always adhesive residues that can never be removed. As the other vcd components were not returned, especially the iw end, is not possible determine evidence of adhesive presence in iw end or evidence of any damaged component. Since the iw-iw end assembly is part of the vcd mechanism that is required in order to deploy the plug (as reported by the customer), and the mechanism is tested to assure the correct function during plug deployment during manufacturing process and would be rejected during the 100% verification test if it failed, procedural/handling factors most likely contributed to the issue experienced. According to the IFU, which is not intended as a mitigation, ¿the vascular sheath introducer and/or exoseal vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. E1. Initial reporter telephone number (B)(6).

Event description:
As reported, while pulling out a 6f exoseal vascular closure device (vcd) from the artery after a successful deployment, the physician noted that the wire which is part of the device did not come out and remained inside the artery. After taking out the handle of the vcd with the sheath, he noted a 4cm wire popping out of the body so he pulled it out gently, and no force was used. The patient had no bleeding or pain. The physician was using a 6f 10cm non-cordis sheath. No harm or any damage was caused to the patient which remains good and healthy. The physician is well experienced using the vcd for many procedures by now. The part of the wire will be returned for examination, however the remainder of the device was previously discarded by the nurse.